Event description:
In 2006, the company was notified that surgery to explant the patient's device was to be scheduled due to loss of lock between the implant and the external equipment. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.